Manufacturer narrative:
Failure analysis confirmed that the insulin pump was unable to prime unit during the prime/a33 test and motor error alarm during basic occlusion test due to faulty force sensor resistor. (Gold) the motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. The insulin pump was received with cracked battery tube threads,a broken reservoir tube lip, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was 103 mg/dl. The customer sated they are able to rewind the insulin pump, but motor error has occurred more than once. The drive support cap is normal and the pump has not been exposed to high magnetic field. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.